Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing perception with the device since (B)(6) 2019. No trauma has been reported; no swelling or redness on the implant side. No other medical problems reported.

Manufacturer narrative:
Additional information: damage to the active electrode appears likely. However, to determine a root cause for the reported problem a device investigation at the explanted device is necessary. Revision surgery is considered for august 2019. Based on currently available information, a specific root cause for the reported problem remains undetermined.

Event description:
The user reported a decrease in hearing perception with the device since january 08, 2019. No trauma has been reported; no swelling or redness on the implant side. No other medical problems reported. Re-implantation is scheduled for august 2019.

Manufacturer narrative:
Investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. Other damages found during device investigation are most likely related to the explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a decrease in hearing perception with the device since (B)(6) 2019. No trauma has been reported; no swelling or redness on the implant side. No other medical problems reported. The user has been re-implanted on (B)(6) 2019.